Manufacturer narrative:
The device has been received and evaluation is in progress. Device history record review revealed nothing relevant to this event. The most likely cause of the plastic burr guard breaking is excessive bending forces applied to the device. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If additional relevant information is obtained from the evaluation, a follow up report will be submitted.

Event description:
It was reported that a surgeon was performing an acromioplasty when the tip of the burr broke off inside the joint. X-rays were requested to find the tip. The tip was retrieved and there was no patient injury, but a surgical delay of more than a thirty minutes occurred of the event. No further information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.